Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose at that time was 518mg/dl. Customer stated that the alarm was resolved after complete set change. Customer stated that infusion sets leaks. Troubleshooting was done. Customer stated would like to return the reservoir for analysis. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.